Event description:
A customer in (B)(6) notified biomérieux of a misidentification of staphylococcus aureus as streptococcus faecium associated with the vitek® 2 gp test kit. The customer reported testing the sample twice and getting s. Faecium both times. The customer indicated there was no delay in reporting results. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in canada had initially notified biomérieux of a misidentification of staphylococcus aureus as streptococcus faecium associated with the vitek® 2 gp test kit. The customer later confirmed that they tested the sample twice and had actually received enterococcus faecium both times. An internal biomérieux investigation was performed; however, the isolate was not available to submit for further evaluation. During customer testing, the strain was set up from tsab (oxoid), which had incubated at 37c. Incubation atmosphere was described as aerobic and anaerobic. The vitek 2 gp test kit product labeling indicates the recommended environment is aerobic or 5-10% co2 so setting up cultures that were incubated anaerobically is not recommended. The customer identified the strain as staphylococcus aureus by catalase positive, pyr negative, latex positive, tube coagulase positive and gram stain showing gram positive cocci in clusters. The strain was repeated from the purity plate and also identified as enterococcus faecium. One (1) lab report was submitted showing a very good identification of e. Faecium with three (3) atypical reactions (aglu-,phos-, novo+) for an identification of s. Aureus according to the vitek 2 gp knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, compromised viability of the strain, use of non-recommended media or other user set up errors or an atypical strain. However, the customer's strain was not submitted and without the strain or raw data it is not possible to further evaluate the cause of the misidentification. Vitek 2 gp test kit lot #2420348103 met final qc release criteria and passed initial qc performance testing.